Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2005. Pending revision - reason not reported.

Manufacturer narrative:
It was reported that a patient who had a hip replacement procedure in 2005 and is now complaining of hip pain. A hip revision procedure was performed replacing the previous liner with a 15-degree hip liner and the head with a 32mm cocr head. The patient left the or in stable condition and there were no surgical delays. The procedure date has not been confirmed at this time; however, it was likely (B)(6) 2018. This device was used for treament, not diagnosis.

Event description:
It was reported that a patient who had a hip replacement procedure in 2005 is now complaining of hip pain. A right hip revision procedure was performed replacing the previous liner with a 15-degree hip liner and the head with a 32mm cocr head. The patient left the or in stable condition and there were no surgical delays. The procedure date has not been confirmed at this time.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2005. Revision due to pain.